Manufacturer narrative:
The apollo catheter and detachable tip will not be returned for analysis as they were discarded at the site; therefore, the complaint could not be confirmed. It is possible that the patient anatomy contributed to the reported experience; however, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the apollo instruction for use: "never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation."

Event description:
Medtronic received information that during an embolization procedure of an arteriovenous malformation (avm) located off the left middle meningeal artery, the tip of the apollo catheter prematurely detached during advancement of the catheter. During an embolization procedure the catheter tip spontaneously detached during advancement in the middle meningeal artery (mma). The anatomy was fairly tortuous and the physician felt some friction. Good support was used with a guiding sheath and guide catheter combination. The detachable tip was able to be retrieved from the patient using a snare and the procedure was completed using a different catheter. No patient injury was reported.